Event description:
It was reported that cartridge alarms intermittently occurred during insulin delivery. Reportedly, the customer reloaded the cartridge and resumed insulin therapy. There was no adverse impact to the customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.